Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the scanner boots to a blank screen is confirmed. The scanner boots to a black screen due to an unseated connector between the lvds cable and the lcd. The power button graphics of the membrane button panel is wearing off. The internal battery is old and has a low battery life. The front screen is scratched and scuffed. The device was serviced, tested and returned to the customer. A lot history review (lhr) of reby1889 showed no other similar product complaint(s) from this lot number.

Event description:
Biomed reported that the unit will power on but the screen is just black; biomed confirmed the unit was in use at the time of the failure but it was at the end of the procedure.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of reby1889 showed no other similar product complaint(s) from this lot number.

Event description:
Biomed reported that the unit will power on but the screen is just black; biomed confirmed the unit was in use at the time of the failure but it was at the end of the procedure.